Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please describe the sterile packaging: were there any issues with the seal of the sterile packaging? ¿ are there any tears/holes in the sterile packaging? Received information as following from sales rep via phone today. Please refer to the event description and the device returned, other information requested is unknown. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one folder packet with a needle suture combination and one overwrap packet were received for analysis. Product code px82h. During the analysis of the returned sample, it was observed open seal in the opposite direction of the peeling area of the overwrap packet. Additionally, a review of the folder packet revealed no anomalies or defects. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.